Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the kidney of the patient for a nephrostomy procedure. After an unspecified amount of time, it was confirmed the hub separated from the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the documentation and an examination of photos of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. The customer did provide a photo of the complaint device. The photo showed the catheter with an adapter at the proximal end. At the distal end of the catheter hub, the flare of the catheter tubing appeared to have come out of the hub, with the suture string still intact. Biological matter was covering the device and there did not appear to be any surface damage noted. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc catheters include both hub separation and leakage as a potential failure mode. And the technical files covering the catheters indicate that the risks associated with these devices are acceptable when weighted against the benefits. The instructions for use (IFU) advise the user to inspect the product prior to use to ensure that no damage has occurred. Based on the review of current documentation, there is no evidence to suggest the existence of issues or gaps that could contribute to the release of nonconforming product related to the reported failure mode. A review of the device history record could not be completed because the lot information is unknown. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.